Event description:
It was reported that the lead dislodged and was found to have no capture during routine follow up. It was also reported that lead repositioning was attempted; however, advancing the lead with a stylet was unsuccessful. Therefore, the lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.